Event description:
During a scheduled procedure, the surgeon attempted to fire the linear stapler ref# tx30g and the stapler failed to fire. The stapler's lot# is t40629, exp: 2024-01-31. A new stapler of the same type was opened to the sterile field and functioned properly. No patient harm. FDA safety report ID#: (B)(4).